Event description:
It was reported that, this right ventricular (rv) lead recorded a yellow alert on latitude for right ventricular or single chamber intrinsic amplitude out of range. The technical services (ts) mentioned that one year of trend data showed variable rv intrinsic amplitude of 2.7 to 24 mv. The ts recommend troubleshooting options and evaluate the integrity of the rv lead. This rv lead remains in service. No adverse patient effects were reported. This info reflects info received by FDA in the form of a notification per 803.22 (b)(2).